Event description:
It was reported that a malfunction alarm occurred. Reportedly, the malfunction alarm was cleared and the customer continued to use the pump for insulin therapy. Subsequently after the pump reset, the pump time and date became inaccurate. The customer corrected the time and date to resolve the issue. Customer¿s blood glucose level was 140-263 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.